Manufacturer narrative:
Baxter's prod surveillance dept has reviewed proper procedures with the home pt's spouse in addition to referring them to the pt at home guide.

Event description:
A home pt's spouse contacted baxter's tech svc center regarding a sys error 2204 message that appeared on the display of the home pt's homechoice machine during drain 1 of his automated peritoneal dialysis therapy. Reportedly, the home pt disconnected from the homechoice to used the restroom, the machine alarmed, then the home pt reconnected after the machine alarmed. The spouse reported that the home pt is at the early stages of dementia. Baxter's tech svc center assisted the home pt in ending the therapy early. The home pt completed therapy with new supplies. No pt injury or medical intervention was associated with this incident per the home pt's spouse.